Manufacturer narrative:
The unit was unable to prime during prime test due to a faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The unit passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm found during testing. There was no excessive no delivery alarm. The motor was tested outside of the device and passed. The unit was received with a cracked reservoir tube lip, a minor scratched display window, cracked battery tube threads, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm during basal. The customer stated that they rewound the device then received a no delivery alarm. The customer's blood glucose level was 57 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.